Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power without low battery indicator. Customer's blood glucose was 15.9 mmol/l. The customer experiencing high blood glucose but diabetic clinic stating it is due to body change. The customer is always using new batteries. No power outage on the insulin pump. The customer insulin pump is performing well as expected. The customer was advised that the device would be replaced because it occurred twice in consecutive occasion.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test with no error alarms. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.